Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent an initial right shoulder arthroplasty on an unknown date approximately 20 years ago. Subsequently, patient was revised on (B)(6) 2015 due to the glenoid disassociating from the patient's bone. The glenoid and humeral head were removed and patient was converted to a hemi shoulder system.

Event description:
It was reported that patient underwent an initial right shoulder arthroplasty on an unknown date approximately 20 years ago. Subsequently, patient was revised on (B)(6) 2015 due to the glenoid disassociating from the patient's bone. The glenoid and humeral head were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.